Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited no pacing output and failed to be interrogated. No intervention was performed and the patient was in stable condition.